Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was some red inside of the one of the 20ml syringes. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and one of the plunger rod ribs has a stain located where the disc is. It is not embedded but is lubricant from the molding tool process. No other defects or imperfections were observed. The lubricant on the plunger could occur if, after the molding tool press repair or maintenance, the lubricant residues were not completely removed. A device history record review was completed for provided material number 301031, lot 4263402. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Material # 301031 batch # 4263402. Rcc received a complaint via email. Only the affected syringe is with the customer. The or was torn down because they did not know what the item was. The pack was discarded. Here are the customers comments. Today we were opening a pack for the open heart with a lot number 401037 and one of the scrubs noticed some red inside of the one of the 20 cc syringes. I have it saved in my office and wondering if this is something that we can get tested to see what it is? Item# 301031, lot# 4263402.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.